Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no impact to customer's blood glucose levels.

Manufacturer narrative:
Clinical code.

Manufacturer narrative:
.Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 120mg/dl.